Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a lobectomy procedure, it delivered an incomplete staple line. The surgeon used another device to complete the case. There was no consequence to the patient.